Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mpu was "rattling" while moving and shaking the device was confirmed. Visual inspection of the returned mpu-37442 was unremarkable. The mpu was disassembled and there was a screw floating inside. Further evaluation revealed all the required screws for the mpu were properly secured. The extra screw was removed and the mpu was connected to the laboratory test equipment. The mpu operated as intended. A full functional test was performed and the device passed all steps. In order to prevent similar issues of loose screws inside the mpu, the qap will be updated to clarify the inspection steps and the team will be retrained. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU), caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the mpu was manufactured in accordance with manufacturing and quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that an mobile power unit (mpu) was ordered for a newly implanted patient, upon arrival of the mpu, there was a rattling when moving the mpu. No loose screws were noted. The mpu was exchanged as an out of box failure. No additional information was provided.